Event description:
The hcp reported the pt was experiencing baclofen withdrawal symptoms in 2004. The pump was explanted due to "does not deliver drug" and replaced. A follow up report will be sent when additional info is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is completed.